Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this patient¿s remote monitoring system identified noise, oversensing and pacing impedance spikes on the right ventricular (rv) channel. Additionally, atrial tachycardia response (atr) events stored with noise. The caller inquired about the minute ventilation (mv) feature and how it could present with noise on the atrial channel due to high pacing impedance measurements on the rv channel. Troubleshooting and further testing was discussed with a boston scientific technical services consultant. Pacing impedance measurements increased from 500 ohms to 1800 ohms when the patient performed certain maneuvers. An x-ray was performed which was unremarkable for any lead or device issues. A revision procedure was performed and the associated rv and atrial competitive leads were removed from service and replaced. No additional adverse patient effects were reported.